Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the intubation with ventilation, the device wouldn't hold pressure. The customer reported that they extubated the patient and started the process to re-intubate using a second tube. When the cuff of the second tube was tested and the result was fine, it was also stated that once it was in the patient, it wouldn't hold pressure as well. They used a third tube and it was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.